Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after attempts to load a new cartridge, and issue did not cause blood glucose to rise to an unsafe level. There was no adverse impact to the customer's blood glucose level. Customer attempted to reload cartridge using proper technique with guidance from technical support but was unable to resume insulin delivery, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup, was instructed to place pump in storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement device, and return problematic pump using provided shipping label.